Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and failed specifications for run noise test, water spray (no air), leak test, and current draw. Quality personnel then investigated the attachment. Maximum temperature for the attachment did not exceed requirements. Free run testing for 30 seconds resulted in a maximum temperature of 26.6 c. Free run testing for 3 minutes resulted in a maximum temperature of 36.2 c. Load testing attachment for 3 minutes resulted in a maximum temperature of 31.8 c. As the attachment did not overheat during testing we are unable to determine the exact cause of the overheating. During examination after disassembly, interior cap exhibited debris. Interior cap and set assembly lacked lubrication. Head tail, tail, set and main drive dog gear assemblies all exhibited slight to moderate wear and/or debris and corrosion. All components were dry and lacked lubrication. It is possible that lack of lubrication may have caused friction and as a result, an acceleration of wear for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the heat reported in the complaint. Also, it was noted the cap inner surface was worn due to contact with the set pusher. This contact, when caused by a downward pressure on the pushbutton surface, can cause a temporary rise in temperature. During testing, the cap remained in the normal, most upward position and did not contact the set pusher.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.